Event description:
A customer reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted in loading a new cartridge, but the alarm recurred, prompting them to replace the pump. The customer was advised to use multiple daily injections as a backup therapy to ensure continued insulin delivery. The replacement pump will include updated software, and the customer was informed about the steps to take upon receiving it, as well as the procedure for returning the problematic pump.